Event description:
It was reported that a cusa handpiece had a crack in it. The product was not in contact with a pt. The pt not injured and there was no significant increase of the surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.